Manufacturer narrative:
Block h6: device code a1802 captures the reportable event of foreign matter.

Event description:
It was reported that a urovac bladder evacuator device was set to be use during a procedure. Reportedly, it was noticed that a hair was found inside of the sterile packaging. No patient involvement or harm occurred.

Manufacturer narrative:
Block h6: device code a1802 captures the reportable event of foreign matter. Block h11: investigation results the returned urovac was analyzed, and a visual evaluation noted that a foreign matter was inside the opened pouch. It was also noted that the pouch had already been opened which indicates that the pouch integrity was compromised. With all the available information, boston scientific concludes that the reported event was not confirmed since the foreign matter could have entered after opening. Due to the open condition of the packaging, it is not possible to determine whether the foreign matter was present inside the pouch at the time the product left the company or if it was introduced after distribution. Additionally, the investigation findings did not lead to a clear conclusion about the most probable cause of the reported event. During manufacturing process, product builders are trained to perform cosmetic inspections to ensure the integrity of the device that would have captured the encountered problem. Therefore, based on the information available and analysis results an investigation conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that a urovac bladder evacuator device was set to be use during a procedure. Reportedly, it was noticed that a hair was found inside of the sterile packaging. No patient involvement or harm occurred.